Event description:
It was reported that low battery alarm occurred. The patient was seen a month prior to the date of this report and the pump was not alarming then. It was unclear when the pump started alarming. The pump was being used to deliver morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported that the event was due to the pump and a premature battery depletion with a low battery error message or pump alarm. The pump was replaced. The patient experiencedincreased pain and required hospitalization due to the event. The patient recovered without sequelae.